Event description:
It was reported that when the bd pyxis¿ medstation¿ es , drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open, preventing the dispensing of medication to patients. A field service engineer successfully updated windows to resolve the issue. A field service engineer effectively upgraded windows to address the problem.